Event description:
It was reported that following a non-device related procedure, the patient believed that the swelling has made the ipg shift and the site hurts. It was also mentioned that the ipg was not holding a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively. The explanted device was kept by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.